Manufacturer narrative:
Per tandem user guide, "do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with a high ketone level. Cause of elevated bg was unknown. Customer was using fiasp insulin. Reportedly, the customer completed multiple cartridge changes and an infusion set change to resolve bg level. The customer was instructed to contact healthcare provider regarding bg level.